Event description:
Patient had a generator replacement. Surgeon placed the replacement generator in an area with more padding. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
B5. Describe event or problem - correction - patient had generator replacement prior to supplemental #2 MDR. D6b. Explant date - correction - explant date was not included on supplemental #2 MDR. F10. Health effect - impact code - code f1905 was inadvertently not included in supplemental #2 MDR h3. Device evaluated by MFR?, - correction - code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
B3. Date of event - correction - event date was incorrectly entered in supplemental #1 MDR.

Event description:
Per the physician, the pain at the generator site was due to patient physiology and other factors. The generator replacement and pocket revision were for patient comfort. No additional relevant information has been received.

Manufacturer narrative:
B5. Describe event or problem - correction - additional information regarding the cause of the pain was not included in the supplemental #1 MDR. F7. Type of report - correction - follow-up #1 was not selected in supplement #1 MDR. G2. Report source - correction - company representative was not selected in supplement #1 MDR. G3. Date received by manufacturer - correction aware date should have been 10/19/2021 for supplement #1 MDR.

Event description:
It was reported the patient is experiencing pain at the generator with each stimulation. Discomfort was noted to start as a sharp pain and then an ache. Impedance was noted to be 3300 ohms. The event began back in february. The pain does not occur every day, but usually lasts the remainder of the day when it occurs. Patient's settings had been decreased to assist with the pain, but nothing resolved the issue. Xrays were taken and no issues were observed. The patient was sent for generator replacement and pocket revision. It was noted the generator was programmed off without patient knowledge and the pain was not experienced. There was no trauma to the area. Per the provider, the patient also had a virus with symptoms of a great deal of coughing and the pain began immediately afterwards. It was noted that the patient likely had chest inflammation. Patient was prescribed naproxen sodium to help with the pain. As the pain continues, the provider believes the issue is either due to the generator pocket or device itself. No known surgery has occurred to date. No additional relevant information has been received.